Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed the day after using the same system after replacement of geo module. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform geometry movements. Analysis of system log file by rse showed can bus error which was caused by some of the controls on the table or by its connection card. Upon troubleshooting, fse found that the malfunction was due to broken geo module. To resolve the issue, fse replaced the geo module and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry module was defective, preventing geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.